Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor printer circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the image displayed on the monitors was distorted and uninterpretable. No report of patient injury.